Event description:
Covidien (formerly tyco healthcare) received a report from judicial district alleging, that the pulse oximeter was "in defective conditions that rendered them unreasonably dangerous for their intended purposes because unreliable and inaccurate." The patient reportedly received "brain damage."

Manufacturer narrative:
The device associated with this report is not available to be returned for investigation. If additional information is made available, a supplemental report will be submitted.